Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer, (B)(6), reported that when down movement was pressed on left panel, the couch moved properly but when the operator released the button, the couch continued to move for 1 second, for brilliance 64 slice CT system. The system was in clinical use at the time that the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. Fse determined that there was an electrical problem on the left panel. The fse cleaned contacts but the error continued. Fse replaced front left panel to resolve the issue. After the fse¿s service, the system is working normal. No other stuck button complaints have been received from the customer after the left panel was replaced. The activities performed by the fse were documented in a service word order. Philips fse informed that the defective ass'y lh panel with microphone was discarded. The bug reps / log files were not provided by the fse for investigation. Therefore, the cause of the event could not be determined by engineering. Engineering documented their evaluation. According to engineering documentation, the following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The cause of the stuck button could not be determined as the bug reps / log files were not provided for engineering evaluation. However, the fse replaced the left front panel and it resolved the issue.

Event description:
The customer reported that the bed does not stop when the key is released. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that the couch continued to move down for 1 second after the button on the left gantry control panel was released. The log files were reviewed which indicated a stuck button error. The fse determined that the left gantry control panel had failed and replaced it to resolve the issue.